Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 for anterior/posterior repair, vaginal sling (urogen) and cystoscopy. It was also reported that on 8/29/2001 mesh and in-fast were implanted into the patient. It was reported that on (B)(6) 2007 mesh was implanted along with concurrent cystoscopy, repair cystocele and rectocele, vaginal suspension and fixation, vaginotomy and supracervial hysterectomy due to stress urinary incontinence, cystocele and rectocele. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent revision in (B)(6) 2011 due to bladder leakage. It was reported that patient underwent mesh revision on (B)(6) 2012 due to foreign body in vagina. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent revision in (B)(6) 2011 due to bladder leakage. It was reported that patient underwent mesh revision on (B)(6) 2012 due to foreign body in vagina. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.